Manufacturer narrative:
.

Event description:
Caller reported compact plus system blood glucose results of "500 something" mg/dl and 110 mg/dl within 10 minutes. Reported no adverse event. Strips not available for return, replacement sent.